Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had a skin irritation under the front and one of the rear therapy electrodes. The nurse reported that the patient had removed the lifevest due to the rash and that her doctor prescribed hydrocortisone cream for the irritation. The nurse reported that she believed the irritation was an allergic reaction. During a follow up it was reported that the patient ended use due to the skin irritation. The final medical outcome of the rash is unknown. No allegation of a device malfunction.